Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number mw5098393. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset).

Event description:
Patient reported via regulatory agency "incoherent", "fever", "pain", "red and felt hot to the touch", "necrotizing fasciitis" and "vomiting". Patient also reported "lost 30 pounds"; this event is not related to the device. Device has been explanted. This record is for the left side.